Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening. The interface involved was bone to cement and cement to implant. Unknown manufacturer. "It appeared to be an older knee as the tibial tray was a keel ti tray. Femur and tray appeared to be sz 4." Doi: unknown; dor: (B)(6) 2017: right knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.